Manufacturer narrative:
Concomitant products: 310c33 tissue valve implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had inappropriate withholding of therapy that the device classified as supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.